Event description:
Catheter placed in 2001. In mid march staff noticed problems (very high recirculation). X-ray was performed on the catheter with contrast. X-ray pictures showed a leakage between the arterial and venous lumens at the part of the catheter just before the curvature proximal. Curvature was removed and replaced. Afterwards after explantation, when infusing the catheter in the venous lumen, under certain pressure, a retrograde flow was seen coming in the arterial lumen. No patient injury. No other information provided.